Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. In addition, it was reported that a cartridge alarm occurred (alarm 30). The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 400 mg/dl.